Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) on 04-nov-2025. As such, section d9 have been updated. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter and irrigation was dripping slowly, and it was significantly less than usual. Device investigation details: the device was returned to johnson & johnson medtech (j&j). A visual inspection and irrigation test of the returned device were performed in accordance with j&j procedures. Visual analysis revealed no damage or anomalies on the device. A microscopic examination was performed, and the irrigation holes were observed clean. Finally, an irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warnings and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: section d4. Primary UDI number has been updated with full UDI. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter and irrigation was dripping slowly, and it was significantly less than usual. It was indicated that forty-five (45) minutes after catheter use, after pulmonary vein isolation (pvi) with a varipulse¿ bi-directional catheter, mapping was conducted with an octaray catheter in the left atrium (la). Since there were areas with insufficient isolation, it was determined that touch-up was necessary. Outside the patient¿s body, flushing was conducted from the pump for priming. The irrigation was dripping slowly, and it was significantly less than usual. When the irrigation tube was removed, the saline solution accumulated inside was expelled from the connection point due to pressure. Flushing was conducted several times, pressed with a syringe, but the issue continued. The irrigation status before catheter use could not be confirmed. The catheter was replaced and after the replacement, there was no problem with the irrigation. The procedure was completed without patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).